Event description:
Pt who experienced pain greater than one year was enrolled in a (B)(4) clinical study and was implanted on (B)(6) 2006 with prodisc-c implant at level c6-7. Pt returned for follow up visit on (B)(6) 2007 and experienced muscle tightness, injection was recommended. On (B)(6) 2007, pt returned to surgeon complaining of discomfort down both arms, determined c5-6 and c6-7 dermatomal distribution, with implant position good, treated with c6-7 nerve root injection. On (B)(6) 2008, pt was returned to operating room for removal of pdc implant at c6-7 due to re-current radiculopathy and painful spinal hardware that progressed over time. Pt revised to anterior fusion c6-7. On (B)(6) 2011, pt returned for visit and still experienced pain left side neck and dysesthesia with minor shoulder impingement. A CT scan was ordered and a pain patch was prescribed. On (B)(6) 2011, pt returned to surgeon for visit with an MRI being reviewed. There was no neurologic impingement at any level. Pt has c4-4 dd with mild central protrusion. The c6-7 fusion is solidly healed. Pt is still experiencing pain in left hand and neck, it is unk if problem at c3-4 is the cause of pain.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: the supplier review of the inspection sheets and device history record for this lot determined the parts were processed to specification and no discrepancies were noted that would be associated with this complaint. The product development evaluation reported the implanted pro-disc c maintained height and motion as intended. There was no observed or apparent failure of the device. The pain could be caused by incomplete disc clearing at the treated level, natural progression, or another disease state. While a root cause cannot be determined it can be stated from the information that the pro-disc c implant did not fail to meet its intended uses. The evaluation additionally reported the prodisc-c implant risk analysis (fmea), revision f (project folder (B)(4)) was reviewed and it was determined that an update is not warranted at this time. There is no failure of the device in this case. The harm, the arm pain, is not related to a hazard due to the failure of the device. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. Myelopathy or pain is also listed on the prodisc-c package insert (gp2632, rev. D) as one of the several potential risks associated with this device and in general with the implantation of spinal implants. Journal review: a search on pub-med was conducted using the search terms ¿prodisc-c and pain and revision¿ uncovering the following two references: progressive vertebral body osteolysis after cervical disc arthroplasty. (B)(4). Results of the prospective, randomized, controlled multicenter food and drug administration investigational device exemption study of the prodisc-c total disc replacement versus anterior discectomy and fusion for the treatment of 1-level symptomatic cervical disc disease. Murrey d, janssen m, delamarter r, goldstein j, zigler j, tay b, darden b. Spine j. 2009 apr 9(4):275-86. Doi: 10.1016/j.spinee.2008.05.006. Epub 2008 sep 6. The first reference discusses one case of potential progressive osteolysis. The second reference speaks to the 2 year results of the prodisc-c us ide study showing either equivalent or superior outcomes relative to fusion. No comparison can be made to this complaint. This complaint has been determined to be invalid.